Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing air bubbles in the reservoir and stated that they were unable to get them out. Customer stated that he noticed the air bubbles during set change. No further information reported.